Event description:
Customer called to report that the unicel dxc 800 synchron system (serial number (B)(4)) generated discrepant c-reactive protein (crp) results. First, customer received a result of <15 milligrams per deciliter (mg/dl), indicating that the result was an overrange detection and correction (ordac) result. Customer then reran the sample on another dxc 800 instrument (serial number (B)(4)) and received a result of 8.0 mg/dl. Finally, customer reran the sample on the original dxc 800 instrument (serial number (B)(4)) and received a result of 7.5 mg/dl. Customer stated that a particle or fibrin may have been in the sample, causing the sample to ordac. The customer technical specialist advised customer to disable to auto ordac function if the issue recurs, and to rerun the sample. Customer stated that although the initial result was reported outside the laboratory, patient treatment was not affected.

Manufacturer narrative:
It appears that the root cause of the discrepant c-reactive protein (crp) results is one of the following: a high initial rate triggered an ordac result, or a particle, fibrin, etc. Was present in the sample, causing an ordac result. Furthermore, customer stated that there were no issues with any of the other chemistries that were run on the instrument, and there was no history of erratic quality controls. Also, the rerun result on the original instrument had only a 0.5 mg/dl difference with the result generated by the alternate instrument. Therefore, the root cause may be an issue with the sample, and not an instrument malfunction. However, this event is being reported because the sample was not investigated to show that a sample-specific issue was cause of the discrepant crp results. (B)(4).